Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a prime issue. It was reported that the pump emitted multiple loss of prime warnings while cartridges from the same box were in use. The reporter was unable to prime during troubleshooting, and indicated that they did not have a different box of cartridges to try. The reporter noted that the loss of prime had occurred two or more times, and confirmed that the cartridge cap was secure. Troubleshooting determined the loss of prime issue was associated with the cartridge. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.